Event description:
Clinic notes were received dated (B)(6) 2013 which indicate that the patient underwent removal of the vns generator and leads due to an infection. It was noted that the patient has a habit of hitting and scratching the area around his left axilla and had opened his wound multiple times. He then presented with redness and drainage from the wound. During removal surgery the surgeon found a lot of necrotic tissue along with an infection around the generator. He debrided the pocket, removed the generator, and cut the lead. Additional clinic notes again state that the patient underwent removal of the vns after he had opened this wound by scratching at it with his fingers. The patient returned to the physician with a dehiscent assistant axillary and had picked at his neck wound causing it to continue to open and drain purulent material. The surgeon debrided the wound. He also irrigated the wound with bacitracin solution on (B)(6) 2013. Clinic notes dated 10/24/2013 indicate that for the first 2 weeks after surgery his incision looked great. But after that it started to get more red and then began to have some drainage. They do not think he is picking at it but believe that his constant drooling and repetitive head bobbing have not helped with healing. Clinic notes dated 11/01/2013 indicate that the patient underwent another I&d of the cervical wound as he has had continued drainage and erythema around the cervical wound with protrusion of granulomatous tissue. Using cautery, the surgeon removed all the abnormal granulomatous tissue. Clinic notes dated 01/20/2015 indicate that the patient¿s neck incision is red and draining pus. At the time of the generator removal, the ¿deep portion of the leads were left in place.¿ it was noted that at this time last year he had a small draining pustule at the incision site but then 3 days ago he began to have redness around the wound and then began to have purulent drainage from it. Clinic notes dated 01/23/2014 indicate that the redness has improved but now there is a scab where the pustule was. There is no drainage coming from the incision site, she states the incision had looked great for a while and then he went through a 2 week period where he was really agitated and then the redness appeared. It was reported that the rest of the leads need to be removed as the leads are infected.